Manufacturer narrative:
H6: investigation summary: it was reported there was damage on the film of the package of the needle. To aid in the investigation, one sample with the plastic shield, but no packaging blister, and two photos were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The two photos provided show the sample received. A device history record review was completed for provided material number 305211, lot 1210855. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed, and without the physical damaged packaging analysis a probable root cause could not be offered.

Event description:
It was reported that the bd¿ blunt fill needle with filter experienced damaged packaging where the sterility was compromised. The following information was provided by the initial reporter, translated from japanese: when using vabysmo solution for intravitreal injection, the user found damage on the film of the package of the needle. The device was not used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt fill needle with filter experienced damaged packaging where the sterility was compromised. The following information was provided by the initial reporter, translated from japanese: when using vabysmo solution for intravitreal injection, the user found damage on the film of the package of the needle. The device was not used.